Event description:
A hospital in (B)(6) reported that while an rt212 adult inspiratory heated breathing circuit was being set up, the hospital staff noticed that the mr290v vented autofeed humidification chamber "flooded." No patient consequence was reported.

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was visually inspected for damage and performance tested by connecting to a waterbag. Results: no damages were observed on the returned chamber. When connected to a waterbag, the water flowed into the chamber normally. It was filled successfully and stopped at the maximum water level line. Conclusion: no fault was found with the returned device. The chamber functioned normally during testing. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".

Event description:
A hospital in (B)(6) reported that while an rt212 adult inspiratory heated breathing circuit was being set up, the hospital staff noticed that the mr290v vented autofeed humidification chamber "flooded". No patient consequence was reported.